Event description:
It was reported that a rise in left ventricular threshold had occurred. Device reprogramming was performed and a new pacing vector with acceptable values was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.